Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise and oversensing due to minute ventilation signals being oversensed. No pacing inhibition was observed. The rv impedance measurements were approximately 1800 ohms since implant, and there were no out of range measurements observed. Troubleshooting and programming options were discussed. The lead was tested and similar impedance measurements were noted. The respiratory rate trend was programmed off. No additional actions or interventions were performed. No adverse patient effects were reported. The device remains in service.